Event description:
The facility reports the pt was in a sling procedure to be assited to take a bath when the webbing on the right leg attachment clip broke. The pt fell out of the sling onto the floor. The pt sustained injuriee to the right side of their body, mainly foot and hand, and pain in their neck.